Event description:
It was reported that during the implant procedure, when attempting to access the vein, the introducer tip got hung up and was deformed. Another introducer was used. It was also reported that the physician attempted to implant a right atrial (ra) lead in the tortuous venous anatomy. The lead had a 90 degree angle with some pressure applied to it. When the stylet was pulled back, the stylet was kinked at a 90 degree angle. The physician attempted to place another stylet into the lead, and was unable to get the stylet down the lead. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.